Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds due to damage during a valve surgery. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.